Event description:
It was reported that during a colectomy procedure, the device would not staple and would not cut. Used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge in the three articulated positions. When fired to the left, right and center, the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the right side articulation gear teeth were found damaged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.